Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#3006705815-2018-02231, reference MFR. Report#1627487-2018-08609. It was reported diagnostic testing identified high impedance values on all contacts during a reprogramming appointment. In turn, x-rays revealed the lead appeared to be pulled out of the header. Reportedly, reprogramming was not attempted due to the issue. As a result, surgical intervention is pending to address the issue.

Event description:
Device 1 of 3: reference MFR report #3006705815-2018-02231. Reference MFR. Report #1627487-2018-08609. Follow up revealed that the patient's scs system was explanted and replaced to address the issue.